Event description:
It was reported that the patient experienced a "popping" and ringing noise in her ear that had been occurring for 1-2 months. The patient did not feel any pain. The patient saw an ear, nose, and throat physician about 1-2 months ago, but they told her nothing was wrong and the patient added that "no one believes her and they think it's all in her head." There was no known accident or incident related to the start of the symptoms, but over the past 2-3 days the ringing had become "really bad." The patient also met with her neurosurgeon who told her "the box doesn't need to come out." The patient then stated that her head hurt "really bad" for the past 2-3 days. The patient had visited a court house 2-3 weeks ago and had passed through a metal detector. The implantable neurostimulator (ins) was turned down to 0.0 v, but the patient said, it felt like the stimulation was still on. The patient also noted, she had been put on tegretol for seizures that occurred one year ago and now her left arm, leg, and foot stay numb constantly. The patient also stated, she was referred to a mental health physician but then "was not." The patient had an appointment scheduled with her physician in july, but the patient "could not wait that long" and wanted to get in earlier. The patient also stated, she had been to the emergency room, but they "hadn't done anything about it." Additional information was received from the company representative that reported that the ins was confirmed to be off. The patient experienced ringing in the ears and pulsating in the chest and they felt like the ins had come on and they couldn't get it turned off. The representative noted that the patient had not had the ins turned on for about one year. The patient told the representative the symptoms got worse when she got closer to certain objects. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 748940 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension product ID, 7434a lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3587a25 lot# (B)(4), serial# implanted: 2009 (B)(6), explanted: product type lead. (B)(4).

Event description:
Additional information received reported the patient's devices were explanted on (B)(6) 2012, because the patient desired explantation. It was reported the patient was hospitalized due to the event. The patient recovered without sequelae. A follow-up report will be sent if additional information becomes available.